Event description:
The implant failed due to pt's health habit. The implant was placed at # 46. Moderate oral hygiene. One stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.